Event description:
Pharmacist reported "pt on tpn - auto ramp pump mode - total volume 1500 ml over 10 hours, 1 min ramp up 2 hr ramp down. Bag empty at 8-1/4 hrs." When contacted the pharmacist did not have any additional info. The form did not indicate any report of pt injury or medical intervention.